Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was still installed on the grip. The pin outer diameter measures approximately 0.0650" at the swaged end compared to the nominal pin diameter of 0.0650". Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage which may indicate potential mishandling/misuse. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and identified that the grip tang has dislodged, and the grips pin appears to be dislodged as well. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon noticed the prograsp forceps screw was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: it was the second use of prograsp forceps and during the procedure, at the end of the surgery, the screw came loose but remained attached to the forceps. It was not possible to continue with the same forceps, and no fragments remained inside the patient's anatomy. There was no collision with another instrument.